Event description:
A (B)(6) male pt's nurse contacted zoll customer support for an unrelated issue. During service investigation, a reportable event was discovered. The monitor had failed initial testing for lack of a driven ground signal. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon eval, there was no driven ground signal produced from the monitor. The cause of the lack of driven ground signal is a high resistance failure (600kohms) at 100 ohm resistor r781. The root cause of the failure cannot be positively determined but is likely random component failure. No adverse event resulted from the defective resistor. The pt received a replacement monitor.